Event description:
It was reported to philips that the ECG could not be displayed. Patient involvement is unknown. Additional details have been requested.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device on site and verified that the device was in good working order, and the operational checks passed. Based on the information available and the testing conducted they were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.